Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm approximately 34 months ago. Vessel morphology at implant is unknown. Current vessel morphology was reported as severe tortuosity in the aorta and right limb; no calcification; thrombus at 1 cm below the neck and inside the stent graft; no aortic neck angulation; 32 mm aortic neck diameter at the renal arteries and 40 mm at 15 mm below the renal arteries; 10 mm aortic neck length. It was reported that the bifurcated stent graft migrated and the aortic body is kinked over itself. The physician successfully placed two endurant cuffs. There was a good seal without ballooning. No additional clinical sequelae were reported and the patient is fine. A review of returned films post-implant show the stent graft within the sac. No obvious endoleak is seen. The aortic body is kinked over itself, however the limbs are patent. Other films were not provided therefore possible disease progression could not be assessed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (migration, kink); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).